Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving their site reminder as intended. During troubleshooting with tandem technical support it was found that the pump time was inaccurate. Reportedly, the customer accidentally set the pump time incorrectly when adjusting the pump time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was not impacted.